Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, during inflation, the commander delivery system balloon did not inflate. When it was pulled negative on the atrion, blood was seen in the device, indicating balloon damage. During the withdrawal of the devices, the esheath was able to be pulled out but a cutdown was necessary to remove the catheter with the valve from the patient. A second valve was prepared and implanted successfully. The patient suffered bleeding in the femoral vein when trying to close the femoral artery and a vascular surgeon was called. The patient had to be intubated and received a blood transfusion. The patient is in good condition post-procedure. As per medical opinion, the balloon of the commander was damaged due to difficult anatomy and alignment being done in a non-straight portion of the aorta, an indication that the valve damaged the balloon. In addition, the withdrawal difficulties were possibly due to not holding esheath and commander tight enough together while pulling the defective system out as one unit. The esheath got pulled out without the commander as a result of it slipping with insufficiently firm enough grip.

Manufacturer narrative:
The 14fr esheath was returned for examination the complaint for sheath distal tip split was confirmed through returned device evaluation. No manufacturing non-conformance was identified on the returned device. A review of the complaint history, lot history, and DHR showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Functional testing and dimensional analysis were unable to be completed. Furthermore, no abnormalities were reported during device unpacking or preparation. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3, device preparation training manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per evaluation of the returned device, the sheath distal tip was split. The follow-up communication states that there was moderate calcification present in the patient's anatomy. Per evaluation of returned imagery, the balloon of the associated commander delivery system had a tear. In addition, the balloon tear was confirmed on the commander delivery system complaint. A torn balloon can alter the balloon profile and can be more susceptible to catching onto the sheath tip during withdrawal through the sheath. This could have contributed to the tip split observed on the returned sheath. Per visual inspection of the returned sheath, there was also soft tip damage and sheath shaft scratches present. This kind of sheath damage can be indicative of the presence of calcification. It is also possible that sharp nodules of calcification may have contacted the sheath tip and split it during sheath advancement or withdrawal. In this case, available information suggests that patient (calcification) and/or procedural (withdrawal of torn balloon) factors may have contributed to the esheath distal tip split. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference the related manufacturer report no: 2015691-2023-10556.